Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump errors. Customer stated that the insulin pump got little wet and showed crack. No harm requiring medical intervention was reported. The customer will discontinue using the device.

Manufacturer narrative:
Customer complained on july 24, 2022 the device alarmed pump error 23, pump error 49, pump error 68, pump error 24 and pump error 75 after moisture exposure. Complained the battery compartment is cracked. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 49, pump error 68 or pump error 24 noted during test. The device alarmed pump error 75 during self test and confirmed in the pump history download on 7/24/2022 10:04:15 am due to moisture damage to the internal battery. Pump successfully downloaded to thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed pump error 23 on 7/24/2022 9:51:54 am, pump error 49 on 7/24/2022 10:05:22 am, pump error 68 on 7/24/2022 10:04:57 am and pump error 24 on 7/24/2022 9:29:00 am due to moisture damage to the electrical board . Found moisture damage to motor assembly, electrical board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed the device alarmed pump error 75 on 7/24/2022 10:04:15 am, pump error 23 on 7/24/2022 9:51:54 am, pump error 49 on 7/24/2022 10:05:22 am, pump error 68 on 7/24/2022 10:04:57 am and pump error 24 on 7/24/2022 9:29:00 am due to moisture damage to the electrical board board. Confirmed moisture damage to motor assembly, electrical board during visual inspection. Confirmed cracked case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.